Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed dect and treat testing. The trunk cable was pulled from strain relief at distribution node breaking the j702 connector. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j703 connector on the distribution node pca and cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.